Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a routine follow-up, the device could not be interrogated. During previous visit in (B)(6) 2018, the longevity estimate for the device was 3.1 years until eri and it was suspected that the device reached eol. The physician didn¿t notice the low battery voltage and long charge time and it was discussed that the programmer displayed more than expected longevity in (B)(6) 2018. Patient didn¿t receive any vibratory alert for eri. The device was explanted and replaced. The patient was stable before, during, and after the procedure.